Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. The system's display is being returned to the company's repair center for further eval.